Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was intermittently displaying a control panel error and a communication error. When the control panel error occurs, system communication fails ad the system shuts down. There was no patient injury or death reported.